Event description:
Customer reported to beckman coulter, inc. (Bec) that bio rad controls for magnesium (mg) ran on the unicel dxc 600 synchron system (dxc 600) were erratically high. Customer reported the repeats of the controls were lower. Customer reported that the dxc 600 system generated erroneous high mg results. Customer reported that the erroneous patient results were reported out of the laboratory. Customer reported the erroneous results were amended. Customer reported there was no change to patient treatment or any harm to any patient. Bec field service engineer (fse) observed imprecision for mg. The fse replaced a scratched cartridge chemistries sample mixer paddle and adjusted the mixer speed. The fse also performed preventive maintenance. The fse performed all top end alignments. The fse performed a precision run for magnesium and the results met specification. Controls for magnesium were also within specification.